Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).

Event description:
"Wife comes into the reception with the broken walker. Bracket / fork for one of the front wheel had gone completely off, arranged a new walker the same day. According to a note in web-sesam it have been scraped"